Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/m l at an unknown dose daily dose via intrathecal drug delivery pump for an unknown indication of use. On an unspecified date during normal use it was reported that the ¿bomb stops several times¿ and additional clarification of the statement reported that pump had stalled and recovered and then stalled again. It was noted that the pump was put to minimum rate when ¿it started to fail¿. It was reported that the patient experienced withdrawal symptoms that included spasticity. As reported, it was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. Diagnostic, troubleshooting, actions, and interventions were reported as a pump replacement that occurred on (B)(6) 2017. At the time of the report on (B)(6) 2017, it was reported that the patient¿s status was alive-no injury and their symptoms resolved after the new pump was implanted. The pump was returned. It was noted that the manufacturer representative did not have the pump logs, but indicated that they could be retrieved when the pump arrives. The patient¿s concomitant medications were not obtainable and the medical history was not known.

Manufacturer narrative:
Analysis of the pump found a motor feed through anomaly that included shorting across insulator. Eval code-result code no longer applies. Eval code-conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.